Event description:
It was initially reported that during a patient's office visit, diagnostics were performed, which resulted in high lead impedance on both normal mode and system diagnostics. There was no known trauma or manipulation since the last successful diagnostics on (B) (6) 2009. It was recommended that the patient's device be disabled and that he be sent for ap/lateral chest and neck x-rays. The patient's settings were changed from 1.5ma to 0.75ma, but is still resulted in high impedance. Review of the patient's programming history from the in-house programming database showed that the patient also had high impedance during a normal mode test on (B) (6) 2007, which was not reported to the manufacturer. The patient was reported to still experience occasional mild seizures at that time that were below his pre-vns levels. The nurse indicated that the family stated that they were still able to use the patient's magnet to abort seizures, but they were unsure if the patient was receiving efficacy during normal mode stimulation. The nurse stated that it is believed the patient is receiving efficacy from the device and that it is likely that the patient's seizures will increase over time due to the device disablement. The family has decided to postpone surgery at this time to test the efficacy of the device. X-rays were received and reviewed by the manufacturer. There appeared to be a lead discontinuity at the end of the bend caudal to the anchor tether. It appears to be located near the bifurcation of the lead. There was a portion of the lead behind the generator, which could not be assessed. Based on the x-rays received, the cause for the high impedance event is likely related to the discontinuity observed in the lead body. The cause for the lead fracture is unknown at this time so no conclusion can be drawn, but it could be related to the patient's previous seizure history.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.